Manufacturer narrative:
Age at time of event : 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel of the leg. A 6.0 x 20, 40cm mustang¿ balloon catheter was advanced for dilation. However during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed using with a 7.0mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.